Event description:
Patient arrived to their room with IV pump and 3 infusions: heparin, ns, and nitroglycerin. Upon arrival the ed nurse indicated that the IV chamber with the nitroglycerin kept shutting off. Attempted to use two different chambers on the left side of pump, but neither would stay on. Tried both chambers on different pump and they both stayed on. Changed out entire IV pump.device #1is this a laboratory device or laboratory test?no.